Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery also, unable to perform a21 error alarm due to motor error alarm. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 error alarm in the alarm history due to history file was overwritten. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. No erase settings noted during testing. The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump had had cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The battery ran out of power, and the customer noted that the settings were cleared. The blood glucose reading was 120 mg/dl. The drive support cap appeared normal and the insulin pump had not been exposed to a strong magnetic field.